Event description:
It was reported that foreign matter was found inside the syringe from the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 50 ml. This event occurred 29 times. The following information was provided by the initial reporter: plastic looking particulates found between ribs of rubber stopper and syringe wall.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the four samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. All four samples were inspected by quality personnel and no defects or abnormalities were observed on the samples. Examination with a microscope found a drop of lubricant on the rubber stopper of the syringe. The lubricant is part of the manufacturing process and is not considered a foreign matter particulate. Bd cannot determine a root cause since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.